Manufacturer narrative:
Event date: date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an infection they couldn't seem to get rid of. Patient stated they had medicine for the infection and the believed the infection to be device related because they couldn't get through the infection. Patient said they had seen a couple of healthcare providers (hcp) who told them the infection was probably due to the device. Patient stated they had seen 3 different hcp's and had gone to the hospital twice for the infection. Patient was told if the medication doesn't work for the infection, they would have to contact an hcp who works with the device. Patient stated the ins was off and not working. Patient said they went to the managing hcp 6 months ago, but the hcp didn't say much or check the ins. Patient said they turned the ins off and on and when the patient turned on the ins they could feel stimulation, but the ins wasn't doing any good. Patient stated the ins doesn't empty their bladder and the patient had a catheter in. No further complications were reported or anticipated.